Event description:
S5 sipap was calibrated and placed in use on pt. Two hours into use, sipap alarmed with error code and shut down. Pt "bagged" by rn until respiratory therapy brought a new ventilator. Vendor evaluated ventilator but did not find cause. M16 board was replaced and function tests were completed.